Manufacturer narrative:
Evaluation summary: the full lead was returned in segments, analyzed, and the distal conductor was fractured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5592-53 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient became tired. Undefined high impedance in both unipolar and bipolar, non-capture at maximum output, high thresholds, and a lead fracture were also reported. The right ventricular (rv) lead was explanted and replaced. No further patient complications have been reported as a result of this event.